Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The blood glucose reading was unknown at time of call. The nurse stated that the doctor requested to run a diagnosis to be sure the insulin pump was functioning properly. The doctor believes that the device ran out of insulin. Troubleshooting was not completed as customer did not have enough supplies to complete the test. No further information was provided.